Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the tamper seal was missing and the pump was in good condition. Review of the event history log showed no evidence of the reported alarm. The investigation was not able to duplicate or verify the reported issue. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received that during use of this smiths medical cadd solis vip pump, the pump exhibited "cassette not attached properly" alarm when connecting to pump. It was reported that the patient needed to receive equivalent of under-infused portion of dose as a separate dose, outside of the original time frame. No reported adverse effects or patient injury.

Manufacturer narrative:
Other, other text: correction: d4 - catalog number was corrected. The number was changed from 21-2120-0104-01 to 21-2120-0102-51. H2 and h3 updated - device evaluation in progress.